Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 423mg/dl at the time of incident and current blood glucose level is 167mg/dl and sensor glucose was 55mg/dl. Customer also mentioned of under delivery of insulin. Insulin pump will not be returned for analysis.